Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the system was explanted due to infection. The patients condition was good but he refused a new implant and was discharged from the hospital.